Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, an iol split at the haptic junction. The surgeon decided to leave the lens in place but had to insert a capsular tension ring. The surgery was completed. Additional information has been requested.